Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl770su - caiman maryland non articulat.d5/360mm. According to the complaint description, the caiman doesn´t seal properly, and the tissue was continuously bleeding, the seal wasn´t correct. An additional medical intervention was necessary. Additional information was not provided nor available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Correction / additional information: h3: device evaluated by manufacturer. H6: codes. Investigation results: visual investigation: the instrument shows no outwardly defects or damages. The aesculap rf- generator, digital-camera, fluke 178 trms multimeter, and measuring module box with power supply were used for test and as analysis equipment. First visible inspection of the jaw was made and except the soiling (blood and tissue) no abnormalities like burned or charred peak were found. Then the mechanical function was checked and the clamping and the cutting function worked well. In the next step the instrument was connected with an rf- generator and the electrical functions were checked: test step - generator- announcement and result: activation with open jaw - "regrasp open" - o.k. Activation with wet tissue - "sealing" - o.k. Activation with closed jaw - "regrasp open" - o.k. Activation with tin-foil in jaw - "regrasp short" - o.k. In the next step the function and the resistance of the system were checked. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation 1 a: 2, 4 omega the upper limit of the resistance of the complete instrument is 4,0 omega and the determined value therefore in specification. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. The values are within specification. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.